Event description:
It was reported that while attempting to treat a tortuous and calcified distal rca, the physician attempted to cross the lesion but was unsuccessful. Inspection of the device after removal from the pt found that the distal end was crushed. There was no pt injury reported. This report is being filed based on the results of the investigation.